Manufacturer narrative:
No pt injury was reported. No results are available at this time. A follow up report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The customer alleges staplers jamming. It is unknown when this event occurred. The customer stated there was no pt injury or medical intervention necessary. No add'l info was available.